Event description:
The customer reported that during a lower anterior resection, the device jaws became stuck. It was reported that the pt had some blood loss due the time extension that this caused. The amount of blood loss was not provided by site contact. The surgeon opened another device and completed the procedure with no further difficulties.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.